Event description:
In (B)(6) 2014, I had the essure procedure at (B)(6). A few months later, I started feeling fatigue, pain and sleeplessness. To date, those problems have not gone away. Like I always tell my husband, "I don't feel like myself". Something is different and I attribute it to the essure procedure.